Manufacturer narrative:
(B)(4).

Event description:
It was reported, that broken sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed and sensor pod not received. Analysis would not be able to confirm complaint or determine a probable cause.